Manufacturer narrative:
Per the report, the customer reported that the product is always in use and was being used while attempting to press the buttons, which were not responding. The pendant wiring is damaged with a pulled-out wire, and the buttons are not working or appear stuck. There are no signs of liquid damage. Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, the customer reported that the product is always in use and was being used while attempting to press the buttons, which were not responding. The pendant wiring is damaged with a pulled-out wire, and the buttons are not working or appear stuck. There are no signs of liquid damage.